Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. During on-site inspection, baxter technician found the integrated plug and housing broken. It was determined that most likely when pulling on connection lead. User error. Baxter technician replaced the integrated plug and housing to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that operating table trusystem 7000 plug-in port was ripped and completely unhoused, generating some sparks when plugged in. There was no patient/user injury, medical intervention, symptom, or adverse event reported.